Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) displayed error message. No intervention was performed. The patient condition was not known.